Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin, resulting in hyperglycemia. The user called the paramedics and was taken to hospital. The kind of treatment received at the hospital is not known. The patient stated that when a bolus was administered, it sounded as if only half the units were delivered. The patient was unable to lower his blood glucose levels. It was also reported that the patient had surgery on his leg 10 days prior to the event. The patient is currently in a stressful situation and is unable to perform daily activities due to the surgery. A change in psychiatric medication was also made.